Event description:
It was reported the customer had a communication error alarm on their insulin pump. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored with multiple bolus deliveries and monitored. All boluses were delivered completely their indicated amounts and properly recorded in the bolus history screen. No history anomaly was noted. The insulin pump passed the displacement test, self test and reset error test with no error alarms noted during testing. However, several alarms were noted in the alarm history due to a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.